Event description:
It was observed during the device inspection that subject device, due to dirt on the objective lens, the screen turned white with no image. (It never returns to normal.). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the investigation found dirt on the objective lens which led to no image. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.